Event description:
Smiths medical (B) (4), has been notified of leakage through the cuff after an unk amount of time in use. The unit was pretested per instructions for use. No adverse outcome. Event occurred at (B) (6) hosp.

Manufacturer narrative:
Results eval : investigation: eval of the returned complaint sample confirmed the customer observation of leakage from the cuff. The source of the leakage was located in the cuff, approx 20mm away from the tube end. The leakage was examined under magnification and revealed v-shaped tear approx 2.0mm in length. A review of our complaints history reveals there have been unconfirmed complaints for leakage on this product lot number. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: the product was not tested prior to use in accordance with the product instruction leaflet; however, as this product was tested for leakage immediately prior to packaging and was successfully used for an unk period, we have determined the most likely cause for this incident is that the cuff became damaged following insertion of the cuff through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.